Event description:
Nurse drawing blood from IV extension set which had clave adaptor. Once blood draw completed, nurse attempted to remove the luer adaptor/vacutainer from the extension set. Nurse unable to pull adaptor loose from the extension set. Adaptor came apart from vacutainer and needle exposed. Nurse states that adaptor broke off of vacutainer. Nurse obtained needlestick. Dates of use: 2009, single use.